Manufacturer narrative:
D9: date returned to mfg.: 4/29/2026 h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump had displayed a constant white screen (e51696)¿ was confirmed through lcd screen inspection. The lcd screen was replaced, and the probable cause was unknown. Performed downstream occlusion/upstream occlusion sensor calibration. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump had displayed a constant white screen (e51696). There was patient involvement, but no patient harm reported.

Manufacturer narrative:
B3: date of event is unknown; investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.